Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, a21 error test, basic occlusion and displacement test. Unable to prime unit during prime/a33 test due to loose / flush drive support disk. Unable perform occlusion test or excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip.

Event description:
It was reported that the customer was getting a loaner insulin pump because the other insulin pump malfunctioned last night. Customer stated that there was no insulin pump inside the package that was shipped. The sales order was reviewed and was done correctly, but the insulin pump was never shipped out. Customer was advised that she will be sent a loaner pump for saturday delivery. No additional information provided.